Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was received, but does not reflect full investigation window. The loss of connection is undetermined. No product was provided for evaluation a root cause could not be determined.